Event description:
It was reported the patient developed diaphragmatic stimulation from the left ventricular lead. Lead was explanted and another lead was attempted. Due to fixation issues the second lead was also removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had cosmetic environmental stress cracking; full lead returned and analyzed. (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed); full lead returned and analyzed.